Manufacturer narrative:
N the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing swelling and inflammation at the lead site for approximately 2-3 weeks. The patient was prescribed antibiotics. X-rays were taken and showed no anomalies.

Event description:
Follow up information identified the swelling is unrelated to the scs system per the neurologist. The patient has a skin condition that is causing the swelling.